Manufacturer narrative:
Concomitant med products: k-wire device. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device damaged and broke the k-wire device. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling was damaging and breaking the k-wire device, and the device had component damage. It was further determined that the device failed pretest for check the tool coupling. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.